Event description:
It was reported that inflation could not be maintained on one, size 8 dct, disposable cannula low pressure cuffed tracheostomy tube. The device was tested prior to insertion per hospital practice. However, it is unknown how long the device was in use when the reported inflation problem occurred. A second 8 dct device was available and intubated with no further problems reported.limited informationis available regarding the reported event, patient, device usage. There was no reported patient injury or compromise.